Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Performance data collected from the device verified the device was stuck in a session and the device experienced a higher than normal current drain. The device had no output or telemetry when it was received; however, when the device was powered up with a substitute power source, the device performed normally.

Event description:
It was reported the patient was experiencing a low heart rate, became syncopal and fell. Upon interrogation of the device it was determined the device was not able to pace with no capture in either chamber of the heart. It was indicated the device was potentially not able to charge up the pacing output capacitors. It was also indicated the reed switch was stuck closed approximately one year after implant and the battery voltage was not measured since then. In addition, there was a lead warning and both leads had switched to unipolar. The device was removed and a new device was implanted. The leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient was experiencing a low heart rate, became syncopal and fell. Upon interrogation of the device it was determined the device was not able to pace with no capture in either chamber of the heart. It was indicated the device was potentially not able to charge up the pacing output capacitors. It was also indicated the reed switch was stuck closed approximately one year after implant and the battery voltage was not measured since then. In addition, there was a lead warning and both leads had switched to unipolar. The device was removed and a new device was implanted. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.